Manufacturer narrative:
Date of event: unknown. Multiple FDA device type codes: fpa. Multiple common device names given: intravascular administration set. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set were underfilling. No report of injury or medical intervention. No report of blood exposure to mucous membrane.